Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation,the battery cells were mismatched and were unable to charge. The root cause for the mismatched cell could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery was unable to hold a charge.